Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and was able to duplicate the customer's reported issue. The stm found that the connector on the fiber optic module was not aligned correctly and the screw and nut holding the connector was off. The stm reattached the holding screw and nut then checked all connections. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cs300 intra- aortic balloon pump (iabp) generated a "fiber-optic sensor failure" alarm. It was later reported by the customer that the iabp unit had displayed an "ap optical sensing module failure." There was no patient harm and no adverse event was reported.